Manufacturer narrative:
According to the gore® dryseal® flex introducer sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal® flex introducer sheath and conformable gore® tag® thoracic endoprostheses. The patient¿s left access vessel (superficial femoral artery) was less than 7mm in diameter, therefore, the physician first inserted a dilator. Although there was resistance, the dilator was inserted successfully. The physician then inserted the sheath into the patient. There was no issue with the sheath insertion. After the devices were implanted, angiography in the superficial femoral artery confirmed a dissection. The physician believes the dissection occurred due to narrow vessel diameter. The nominal outside diameter of the dsf2033 sheath is 7.5mm. Endovascular treatment was attempted to repair the dissection, but this was unsuccessful. Therefore a cut down procedure was performed whereby a 5cm tubular graft was surgically placed to repair the dissected portion of the superficial femoral artery.